Event description:
A report was received that the patient had an infection at the pocket and lead sites. The symptom was a quarter-sized superficial wound at the lead site. The patient underwent a debridement procedure at the lead site only. No further information will be made available to bsn.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8216-50 serial#: (B)(4) description: artisan surgical lead, 50cm it is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.